Event description:
It was reported that during an acl surgery the suture broke from the needle. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rtt serial/batch number (B)(6) was received for investigation. Upon visual inspection of the returned device, it was observed that the needle had detached from the suture, with a fragment of the suture still attached to the crimp side. Functional testing doesn't apply to this device. The most likely cause(s) of reported failure is user error. According to dfu-0147-eor2. G. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.